Manufacturer narrative:
Unit was dropped and damaged. After being placed on patient, unit ceased to function after 15 minutes of operation. Unit requires update to mechanical counting per CAPA 10121. Being reported as product problem as chief nurse opinion that failure of device did not contribute to patient death. Evaluation. Massager pad broken. No function compression/ventilation at all. No2 chest depth cap broken. Analysis results, complaint confirmed unit is pneumatically counted. Unit shows signs of excessive use. Piston shaft damaged. Quad ring has excessive wear. Unit damaged from fall bending on/off switch braket. Control panel bracket loose. Unit shows signs of tampering incorrect screws in cover. Incorrect clamp on dome assembly. Unit wired incorrectly. Excessive use. Unit damaged, tampered with and reassembled incorrectly causing failure. Update unit to mechanical replace piston dome assembly and piston bearing. Unit could not be tested upon receipt. Unit not functioning.

Event description:
As reported, device had no function and was unable to deliver compressions and ventilations. It was also reported the unit had minor external damage which was not extensive enough to prevent usage.